Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and was not able to determine if this was atrial or ventricular driven. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and was not able to determine if this was atrial or ventricular driven. No additional adverse patient effects were reported. Further information was received that this device was explanted due to therapy upgrade. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and electric shocks. Boston scientific technical services (ts) was consulted and was not able to determine if this was atrial or ventricular driven. No additional adverse patient effects were reported. Further information was received that this device was explanted due to therapy upgrade. This device has been received for analysis.